Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent urinary tract infections, nocturia, pelvic pain, right and left lower abdominal pain and pelvic discomfort. Furthermore, it was reported that the plaintiff died. The cause of death was reported asd ascending aortic dissection and aortic rupture into pericardium. Related to MFR report #2183959-2014-70884.